Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non physiologic oversensing episodes and a high sensing integrity counter (sic) count. The rv lead was reprogrammed from bipolar to unipolar and the sic count decreased. The rv lead remains in use. No patient complications have been reported as a result of this event.